Event description:
It was reported the customer had a keypad anomaly. The customer's husband stated their up button was stuck and the screen was scrolling up. It was also found the insulin pump's screen would freeze when attempting to rewind. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.